Event description:
It was reported a call was made to technical services for the lead alert triggered due to t wave oversensing. It was later reported oversensing on the high voltage lead continued. The physician decided to implant a new pace/sense lead in the right ventricle. It was noted that during the implant attempt, the physician was not able to implant the lead due to the threshold requirements. The lead was not used and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.